Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed that the implantable cardiac monitor (icm) was experiencing under-sensing. No intervention has been performed. The patient was stable.